Event description:
It was reported that the patient was experiencing leg pain since the aborted trial. The physician elected to cancel the trial procedure as the leads were unable to stay posterior after multiple attempts.